Manufacturer narrative:
Customer has not yet returned the actual device involved in the event to the manufacturer for evaluation. When and if the actual device involved in the event becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. Five unused samples were returned and given a functional testing. The devices were found to function within specification. No fault found with the functional operation of the device.

Event description:
A report was received that stated a nurse received a needle stick. The pt received the medication via the needle. At the conclusion of the injection, the needle detached from the syringe and remained in the pt. The nurse attempted to retrieve the needle and received a needle stick injury to her hand. No info has been received regarding any medical treatment to nurse.